Manufacturer narrative:
The device in question was sent to the manufacturing site in germany on september 7, 2020 for investigation upon evaluation, it could be confirmed that the device was not in original shape. The device shows rusty spots and the shaft is strongly bent. The movable leg is broken in the area of the riviet hole and the scissor blade is also damaged. No indication for a material or manufacturing related issue was found during the investigation. The root cause most probably is too high force application which results in tore the rivet from the leg. (B)(4).

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
We have received no further details of the event. It is possible that the broken piece was flushed out of the patient during the procedure and, therefore, nothing showed on the x-ray. The device is currently with the manufacturer for investigation.

Event description:
As per a copy of an initial mir we received from the factory in (B)(4): part of the scissors broke off in the uterine cavity. The patient was informed and then taken for x-ray and the part could not be found.